Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (03/16/2015).the patient¿s meter has been returned on 2/24/2015 and evaluated by lifescan product analysis on 3/5/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(4) 2014 the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio 2 meter read inaccurately high compared to their feelings and/or normal results. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began on (B)(6) 2014. The patient reported obtaining a blood glucose reading of ¿7.0mmol/l¿ on the subject meter. The patient stated that they do not take any medication to manage their diabetes. The patient reported developing symptoms of ¿light headed and hungry¿ sometime before the product issue began. The patient reported self-treating these symptoms with food and/or drink approximately ten minutes later. The patient denied testing on any other device at this time. At the time of troubleshooting the patient performed a control solution test and the result obtained fell outside of the accepted range as printed on the test strip vial. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient was symptomatic prior to testing on the subject meter and their reported symptoms do not meet lfs¿ criteria for a serious injury. The patient did not administer inappropriate self-treatment. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.